Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: the display screen was fully legible with the proper brightness and color. No evidence of moisture was observed behind the display lens. The pump case was found to be cracked near the corner of the display lens. Moisture corrosion was found in various locations inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that the display screen visual was dim, faded, or discolored. In addition, it was reported that the user could not read the display screen safely. Furthermore, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.